Event description:
The patient had a complete resolution of symptoms and has since been activated with good results.

Event description:
Physician informed inspire that patient was experiencing right mouth discomfort and tongue weakness, neuropraxia, and some drooling from right side of mouth at post-op wound check 10 days post op. The physician indicated that the patient is now doing much better but is still drooling with some tongue weakness resulting in a delay in device activation.